Event description:
A cartridge change error with the customer's pump was reported, leading to issues with loading the cartridge. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to remove the existing cartridge, inspect and discard the damaged o-ring, and fill a new cartridge. Despite following the instructions, the error recurred even with a second cartridge. Technical support decided to replace the pump while confirming that it was under warranty. The customer was advised to use multiple daily injections as an alternative insulin therapy and was provided with instructions for returning the defective pump.